Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose was running high and that they noticed the infusion set cannula had been bent. The blood glucose reading was 441 mg/dl. The customer was treated with a bolus. The drive support cap appeared normal. Air bubbles were noted in the tubing and the caller was assisted in removing them and advised that insulin should reach room temperature before use. Insulin did exit with the manual prime and no leaks were observed. The time and date were correct and the bolus wizard and basal rate settings were programmed accurately. The bolus history showed all entries based on the caller's recollection. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.